Manufacturer narrative:
Failure analysis on the returned data acquisition board was installed in an fi test ventilator. The da-adc wrap was checked and the difference was well below the alarm threshold. The ventilator was started up repeatedly and run for 15 hours without errors occurring. No failure was found.

Event description:
The customer reported that the ventilator alarmed with data acquisition pcba adc failed . The customer reported the unit was not in use on patient.